Manufacturer narrative:
Approximate age of device - 4 months. Manufacturer narrative conclusion: the patient remains on vad support. A correlation between the device and the reported anemia and gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted for anemia and gastrointestinal (gi) bleed on (B)(6) 2018. An endoscopy did not reveal a source of the bleeding and only found a non-bleeding duodenal ulcer. The patient's anticoagulation therapy was resumed. No alarms were reported during this event. No further information was provided.

Event description:
Information was received from user facility medwatch report # 3601800000-2020-8101. Heartmate 3 lvad presents with symptomatic anemia and melena. Hemoglobin dropped from 13.4 to 5.5 over the course of 2 weeks in the setting of coumadin and aspirin 162 mg daily; inr 2.5 on admission. Five units of blood were transfused over the hospitalization. Endoscopic evaluation included egd and colonoscopy which revealed: a single focal area of active bleeding with no identifiable underlying lesion in the duodenal bulb. The area in the duodenal bulb was first injected with epinephrine for hemostasis with suboptimal effect, then requiring placement of two hemostatic clips with success; colonoscopy was incomplete due to suboptimal prep. Heparin to coumadin was completed prior to discharge. Aspirin was stopped at the time.

Manufacturer narrative:
Additional information no further information was provided. The manufacturer is closing the file on this event.